Manufacturer narrative:
Initial reporter also sent report to FDA? Yes, see medwatch mw5108262. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported that both pumps alarmed 'no disposable, pump won't run'. No patient injury was reported.